Event description:
The customer reported that the ventilator went vent inop and alarmed. The device was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported vent inop occurrence. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition pcba adc failure. The service technician replaced the data acquisition pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.